Event description:
The customer contacted stryker to report that their device advised an incorrect shock advisory. In this state the device may not advise defibrillation when necessary. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by a stryker field service representative, and the issue could not be verified or duplicated. A stryker customer quality engineer evaluated the device files from the event date and determined the device acted according to design. The device functioned as intended and no issue was found. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device advised an incorrect shock advisory. In this state the device may not advise defibrillation when necessary. This issue is patient related; however, there was no adverse event reported.